Event description:
It was reported after implant the pt received high voltage therapy for what looks like atrial fibrillation with rapid ventricular response. The device was set to single zone. Further discussion of device setting will take place. The device remains implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in responses to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.